Manufacturer narrative:
(B)(4). The physician will continue to monitor this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited shocking impedance measurements from 139 ohms to greater than 200 ohms. Trending shows a gradual rise. There was no noise noted in logbook episodes. No adverse patient effects were reported.

Manufacturer narrative:
The product was subsequently explanted and returned for testing. This product issue will be updated when product evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned two lead segments was performed. Visual inspection noted slight calcification along with tissue noted on the lead body insulation. Additionally, there is calcification along with tissue noted on most of the proximal and distal spring electrodes. Resistance testing confirmed the electrical continuity of each of the segments. Although the segments themselves pass electrical testing, much calcification is remaining on the proximal and distal spring electrodes and some slight on the lead body. This along with the high impedance observed in the field, is consistent with calcification which has built up on the lead¿s shocking coil creating a non-conductive barrier; thereby gradually increasing the impedance seen by the device over time, as the calcification builds. Laboratory testing on a prior lead showed that as the calcification was removed from the coil, the impedance dropped.